Event description:
It was reported that high lead impedance (7/limit/high) was received in both system and normal mode diagnostics at a follow-up appointment with the patient's surgeon. The pt did not report any trauma or manipulation to the device. X-rays were taken by the surgeon who would examine the views, moreover the surgeon would not provide a copy of the x-rays. At the moment surgery is still pending. Per the programming history database, the last known good diagnostics were from 2008 and were ok/ok/3/no (normal mode).

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.